Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4). The dentist reported that 7 months after dental implant was installed in intraoral region 25#, its non-osseointegration was observed. In addition, 10 ncm of primary stability was achieved, immediate implant was performed and the patient presented bone type ii.